Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (lfs) to report experiencing a power issue with her one touch ultralink meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on started on the afternoon of (B)(6) 2011. The patient's diabetes management routine is unknown, or if there were any changes made to her usual treatment. The patient claimed that 15 minutes before the alleged issue occurred, she felt nauseated and felt tightness in her body. She denied receiving any treatment due to the issue. During the initial call with customer service, the agent noted that the patient was using the correct type of strips and the meter's batteries were not due to be replaced. Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because, the alleged product issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. The product(s) have been returned; lfs will evaluate it/them and inform FDA of the results in a supplemental report. The 510(k)# is k073231.